Manufacturer narrative:
Veeva case: (B)(4).

Event description:
I started choking on it [choking]. I swallowed a part of the poligrip cushion and comfort on accident and [accidental device ingestion]. Exp 07/14/2023 [expired device used]. Case description: on (B)(6) 2024 a spontaneous case was reported in united states of america by a(n) patient. The report concerns a(n) 69-year-old female consumer. The consumer received poligrip cushion & comfort (carbomer+carna cream) lot number 171320 for indication(s) product used for unknown indication for an unknown indication for an unknown indication. No concomitant medications were reported. On (B)(6) 2024, after an unknown time of starting poligrip cushion & comfort, the consumer experienced a medically significant started choking on it (pt: choking). The outcome of the event started choking on it was unknown. On (B)(6) 2024, the consumer experienced a medically important condition I swallowed a part of the poligrip cushion and comfort on accident and, (preferred term: accidental device ingestion). The outcome of the event I swallowed a part of the poligrip cushion and comfort on accident and was recovered/resolved. On (B)(6) 2024, the consumer experienced a non-serious exp 07/14/2023, (preferred term: expired device used). The outcome of the event exp 07/14/2023 was unknown. No medical history was reported. No drug history was reported. Action taken for poligrip cushion & comfort was drug withdrawn (last admin date was (B)(6) 2024). Dechallenge was yes for choking and unknown for accidental device ingestion, expired device used. Rechallenge was not applicable. Causality between suspect product and the event choking was reasonable possibility. Causality between suspect product and the events accidental device ingestion, expired device used was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. Case product: poligrip cushion & comfort device MFR number: 1000415764-2024-00169. The reporter provided the following comment: "I swallowed a part of the poligrip cushion and comfort on accident and started choking on it. Exp 07/14/2023, lot171320.I want a refund. Suspect product was reported as poligrip cushion & comfort denture fixture 2.2oz_us".